Event description:
The manufacturer received information alleging a ventilator service required had occurred on a trilogy evo device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo device was evaluated at the third-party service center. During the evaluation it was noted that the error code, battery not charging fault (e-059) was observed in device's error log. The third-party service technician determined the system printed circuit assembly (pca) board was causing this to occur on the device. In conclusion, the device's system pca board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the air inlet foam filter and muffler assembly were replaced for preventative maintenance unrelated to the reportable issue. The display was replaced for physical damage unrelated to the reportable issue. The system pca tubing was replaced for contamination unrelated to the reportable issue. The device passed all final testing.